Event description:
Customer was reporting a broken belt clip. During troubleshooting he stated his blood glucose was 50 mg/dl. Customer declined troubleshooting for low blood glucose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.